Manufacturer narrative:
(B)(4) for the reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2014. According to the complainant, during the procedure, the rx biliary stent was successfully deployed into the patient's bile duct. When they removed the scope they noticed that the inner guide catheter detached from the delivery system and was remained in the stent. They used a snare to remove the stent and the guide catheter together. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.